Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from a value displayed as "low" on the continuous glucose monitor, to 50 mg/dl. Reportedly, customer was not entering in bg manually when entering in carbs into the bolus screen. Since pump was displaying "low," pump adjusted for the grams of carbs entered (32 g) only and not for bg level. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.